Event description:
The customer reported a high blood glucose event which required paramedic treatment, no hospitalization, 15 days previously. The customer's blood glucose value at the time of the event was unknown but the customer's value at the time of the phone call with the helpline was 159 mg/dl. The customer declined troubleshooting the insulin pump for the high blood glucose with the helpline. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.